Event description:
The pt went through security gates and felt a shocking/jolting sensation. The security procedure was reviewed with the pt. The outcome is unk. Further info is being requested from the hcp.